Event description:
According to the available information, a tear at the sacral tail was reported. The original implant occurred about two years prior. Additional information was provided later stating the physician did not shape the device at all. A robot was used for the procedure. The physician reported the proximal arm (sacral tail) of the mesh broke at the midpoint and the patient experienced recurring prolapse (the cervix came down). The physician did not feel that any patient anatomy/activity level/bmi contributed to the reported event. Another restorelle mesh was implanteed without issue. Patient outcome was fine post-surgery.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. A portion of the explanted mesh device was received for evaluation. When evaluating under a microscope, the implant appeared to have blood residue on the mesh indicating the device was used during surgery. The manufacture of the implanted device could not be determined. The contract manufacturer was notified of the reported complaint. However, as no lot number was provided, a review of the complaint history database for lot trend, nonconformances and capas could not be completed. Based on quality's examination, quality concluded that product meets specification (quality has a coa from the cm) however, examination of the implant confirmed that a portion of mesh was explanted. Without the benefit of having a lot number, coloplast is not able to perform a comprehensive investigation.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tear at the sacral tail was reported.